Manufacturer narrative:
Medwatch sent to FDA on: 10/20/2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Inflammation, pain and malaise are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number, the event date, treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of inflammation/irritation as follows: contraindications for the use of the orbera¿ system include: any inflammatory disease of the gastrointestinal tract including esophagitis, gastric ulceration, duodenal ulceration, cancer or specific inflammation such as crohn¿s disease. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic. Device labeling addresses the reported event of malaise as follows: the physiological response of the patient to the presence of the orbera¿ system balloon may vary depending upon the patient¿s general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.

Event description:
Patient reported experiencing "gastritis" and "back pain" "medication" used to treat these events. Patient also reports "discomfort while sleeping", and "weakness because of alimentary restriction and caloric reduction" and unsatisfactory weight loss. Device remains implanted.